Manufacturer narrative:
The ziv6-35-125-6.0-40-ptx-ci stent of lot number c1098259 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: implantation angiography and 12 month follow up ultrasound is provided along with the complaint report. The target lesion was a distal sfa popliteal artery junction severe stenosis and a moderate 50% stenosis 10cm more proximal at the adductor canal. The distal reference vessel diameter was 4mm and the proximal 5mm. Inflow was limited by a right external iliac artery (eia) 50% maximal diameter stenosis. Mild post stenotic dilation demonstrated that this stenosis was hemodynamically significant. The anterior tibial artery occluded soon after its origin. The peroneal artery was patent to the ankle. The posterior tibial artery was patent into the foot. Post stenting the stenoses were relieved. The stents were implanted without stretch or compression. The stented length was 123.5mm with the 10cm stent implanted distal and 4cm stent proximal. Ultrasound demonstrates a severe stenosis throughout the entire stented segment. Some flow was recorded on every provided image demonstrating the stenosis. No image of the stent was without stenosis. Impression: near occlusion of the entire stented segment on the 12 month ultrasound is confirmed. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Inflow was limited by an untreated 50% hemodynamically significant right eia origin stenosis and outflow was single vessel into the foot. This explains why the post procedural abi was only 0.98. Significant findings relative to the use of the device were observed. Significant inflow limitation was not eliminated. Significant findings relative to the design or performance of the device were observed. The stents developed near occlusive neointimal hyperplasia and thrombus by one year. Cause of adverse events was not observed.¿ the customer complaint can be confirmed as imaging revealed near occlusion of the stented segment. According to the imaging review, the stents developed near occlusive neointimal hyperplasia and thrombus by one year. Inflow was limited by an untreated 50% hemodynamically significant right eia origin stenosis and outflow was single vessel into the foot. Further information was requested from cri regarding the nature of the occlusion and the following comments were provided: ¿no occlusion was present. Only a tiny channel however remained open. It is impossible to determine how much thrombus was present. Typically these lesions are primarily neo intimal hyperplasia. Thrombus and neointimal hyperplasia appear identical on ultrasound. Neo intimal hyperplasia can cause thrombus but thrombus does not cause neointimal hyperplasia. The only way these lesions are primarily thrombus is an acute occlusion within a month or two of implantation. I hope this clarifies your questions.¿ as per comments provided by the reviewer, if the lesion was thrombotic, there would have been an acute occlusion within a month or two of implantation. However, in this case the near occlusion developed at one year. Therefore it can be concluded that this event was most likely primarily neointimal hyperplasia. In addition, it can be noted that the patient had pre-existing conditions including hypertension, diabetes type ii, previous stroke and a history of tobacco use. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be noted that the site marked no to the following question: did the device malfunction or deteriorate in characteristics or performance? Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use, restenosis, worsened claudication and thrombosis of the stented artery are known potential adverse events associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1098259 according to information provided percutaneous transluminal angioplasty was performed with a bare balloon and changes were made to the patient¿s medication. The site reported that the device was patent after the intervention. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event: initial description submitted as follows: (B)(6) ¿ restenosis of study stent probably related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 5.0 x 80 mm balloon. One 6.0 mm x 40 mm (lot # c1098259, serial # (B)(4)) zilver® ptx® v study stent was placed in the right distal superficial femoral artery via contralateral access. A second zilver® ptx® v study stent, measuring 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)) was also placed. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 80 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.98. On (B)(6) 2015 (three days post-procedure), the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016 (191 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.83 and the rutherford classification was zero. On (B)(6) 2016 (336 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound were performed. The patient reported worsening claudication beginning on (B)(6) 2016. The study leg abi was 0.58 and the rutherford classification was three. The vessel proximal to the stented segment was patent. The vessel distal to the stented segment was patent. The vessel was occluded within the study stent(s). The patient continued to take aspirin and clopidogrel. The investigator evaluated this event and determined it was probably related to the study product and probably related to the study procedure. On (B)(6) 2016 (356 days post-procedure), the occlusion was treated by percutaneous transluminal angioplasty of the study stent with a bare balloon and medication changes. The site reported that the device was patent after the intervention. Reference also related report # 3001845648-2016-00321.

Manufacturer narrative:
The ziv6-35-125-6.0-40-ptx-ci stent of lot number c1098259 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. According to information provided, the vessel was occluded within the study stents. It is known that the patient had pre-existing conditions including hypertension, diabetes type ii, previous stroke and a history of tobacco use. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It can be noted that the site marked no to the following question: did the device malfunction or deteriorate in characteristics or performance. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as imaging was not available at the time of investigation, a definitive cause of this event cannot be determined at this time. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1098259. According to information provided percutaneous transluminal angioplasty was performed with a bare balloon and changes were made to the patient¿s medication. The site reported that the device was patent after the intervention. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Study (B)(4); patient (B)(6)¿ restenosis of study stent probably related to device or procedure. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 5.0 x 80 mm balloon. One 6.0 mm x 40 mm (lot # c1098259, serial # (B)(4)) zilver® ptx® v study stent was placed in the right distal superficial femoral artery via contralateral access. A second zilver® ptx® v study stent, measuring 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)) was also placed. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 80 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.98. On (B)(6) 2015 (three days post-procedure), the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016 (191 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.83 and the rutherford classification was zero. On (B)(6) 2016 (336 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound were performed. The patient reported worsening claudication beginning on (B)(6) 2016. The study leg abi was 0.58 and the rutherford classification was three. The vessel proximal to the stented segment was patent. The vessel distal to the stented segment was patent. The vessel was occluded within the study stent(s). The patient continued to take aspirin and clopidogrel. The investigator evaluated this event and determined it was probably related to the study product and probably related to the study procedure. On (B)(6) 2016 (356 days post-procedure), the occlusion was treated by percutaneous transluminal angioplasty of the study stent with a bare balloon and medication changes. The site reported that the device was patent after the intervention. Reference also related report # 3001845648-2016-00321.